Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received with a cartridge loaded and the shaft bent. The cartridge was found to be in good condition. However, it could not be determined what may have caused the found condition. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition but with no cartridge loaded. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any firing issues. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9kj3z expiration date: 06/2015 manufacturing date: 07/2010 (B)(4).

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a laparoscopic nissen procedure, while pulling out the sw100 from the trocar, the device became broken and fell into the patient. The broken piece was removed with a grasper. The canoe needle became stuck in the housing unit of the trocar and the surgeon had to rip the device out of the trocar. The second sw100 the knot would not deploy, the loop could be seen, however, the device did not sound as it normally does and the surgeon had to hand tie the knot laparoscopically. The device did not make the click, click, click sound like normal. The procedure was prolonged for 15-30 minutes. A third device was used to complete the procedure. The cartridges used with the third device only had 3 inches of suture to work with, the suture was short. Then the surgeon tried to pull the device from the trocar and it would not pull out. The entire trocar with the device had to be removed at the same time. No adverse consequences reported. All the sw110 cartridges were discarded.